Event description:
It was reported that prior to a routine replacement, the right ventricular lead was undersensing at 1.5 millivolts. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 7230cx implantable cardioverter defibrillator, implanted: (B)(6) 2007. (B)(4).